Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave®, clamp, rotating luer generated a leak during patient use. The report stated that the extension tubing was leaking (not leaking at the hub); happened only after the intravenous (IV) was inserted and meds were pushed. The issue has come in contact with a patient and provider with the medication spraying out of the tubing. No spill kit was needed. The procedure was not delayed. There was no patient harm reported.